Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the handset would connect to the pump and then would stall at 90% for about a minute or longer before it went to 100%. The patient stated that this started ¿probably like the first time they went in and saw how fast their stuff worked.¿ the agent reviewed how to clear data on the handset, and the patient confirmed they were able to successfully connect and deliver a bolus. The troubleshooting steps taken on the call resolved the issue.